Manufacturer narrative:
\The customer did not provide patient demographics such as age, date of birth, or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched. All system parameters including: quality control (qc), calibration, system check and precision run were performing within assay and instrument specifications. The access accutni+3 reagent was not returned for evaluation. The cause of this event cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for one patient's sample (designated as sample 1), involving the laboratory's access 2 immunoassay system serial number (B)(4). The original result from patient sample 1 was questioned when a second sample from the same patient (designated as sample 2), generated a negative result within the customer's established normal reference range. The customer repeated patient sample 1 twice on the same access 2 immunoassay system and obtained lower, but still elevated results, outside of the customer's established normal reference range. The initial, elevated result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Quality control (qc), calibration, system check and a precision test were all performing within the assay's and instrument's specifications at the time of the event. The patient's sample was collected in a 5 ml lithium heparin plasma tube. The customer did not provide specific information regarding centrifugation of the patient's sample. No issues with sample integrity were reported by the customer.